Event description:
Home pt (hp) reports incomplete prime of pt line of homechoice sets. Hp reportedly was able to reprime line and complete treatment with each occurrence, with the assistance of the baxter technician. No pt injury or medical intervention required per hp.